Event description:
Knee pain, knee effusion, synvisc didn't work. Information was received on 12-sep-2006 from a female patient, with a medical history of arthritis, who stated that "synvisc didn't work". The patient had two sets of synvisc injections in the past on unknown dates. The patient had three injections into the right knee on unknown dates approx seven months earlier. The patient stated that the injections did not work and has since had a cortisone injection as well as tenside topical drops. At the time of this report, the patient's outcome was unknown. Additional information was received on 04-oct-2006 from the patient's physician. The pt had a prior history of grade 1 mild osteoarthritis in the right knee with osteophytes that was previously treated with nsaids. The patient received the first synvisc injection approx seven and a half months earlier, no effusion was collected prior to the injection. The following day, the pt experienced right knee pain and effusion. The pt then received her second and third injections the following month, and one week laterr, respectively. No effusion was collected prior to the injections. The pt continued to experience persistent knee effusion and pain which was mild at first, but was found to be moderate at a follow-up approximately 5 months later following synvisc injections. Subsequently, she was received a steroid injection approx three and a half months later, as treatment for the symptoms. The physician assessed the relationship between the knee pain and effusion as probably related to synvisc treatment. At the time of this report, the patient had not yet recovered.